Event description:
"As a cannula was being pulled out doctor looked through additional port and saw a black pieced of seal in the patients abdomen. Additional cannula had to be pulled to retrieve partial piece of seal."

Manufacturer narrative:
Following product receipt and evaluation subsequent report will be filed.